Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in a moderately tortuous and severely calcified vessel of the upper left arm. A 8.0mmx40mmx40cm (4f) sterling balloon catheter was advanced for dilation. However, on initial inflation for 30 seconds, the balloon ruptured. The device was removed without any problem and the procedure was completed with a different device. No patient complications were reported and the patient was in good condition after the procedure.